Event description:
It was reported occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was "high"; although specific value was not provided, with high ketones. Elevated blood glucose levels were addressed by manual insulin injection. Reportedly, the customer went to the emergency room and was subsequently admitted into the intensive care unit with a blood glucose level of 528 mg/dl with high ketones. Customer attempted to address the elevated (bg) via correction bolus on the pump, and manual insulin injection. Customer was treated with intravenous fluids of saline and insulin and insulin. Multiple follow up attempts were made by tandem technical support to obtain the release date, however, there was no response received by the customer. No additional information was provided. Ultimately, the customer reverted to an alternate form of insulin therapy.